Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported er320 devices spit clips into the pt cavity. The clips were retrieved. A third er320 was introduced to complete the procedure. There was no pt consequence.